Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
During eval of the heartstart mrx, the philips bench engineer noted the membrane was damaged.